Event description:
It was further reported that the index procedure was indicated due to severe chest pain, unstable angina and subendocardial infarction. The 90% stenosed target lesion was located in the tortuous distal right coronary artery (rca). The lesion was treated with the implant of a 3.5x16mm taxus drug eluting stent (des). In (B)(6) 2008, the patient presented with chest pain. EKG revealed an acute inferoposterolateral st-segment myocardial infarction. The rca was noted to be occluded at the previous stent site with a high-grade stenosis noted in the proximal portion of the stent. The lesion was treated with the implant of a 3.5x8mm non- bsc des reducing a total occlusion with timi 0 flow to a 0% lesion with timi 3 flow. The patient experienced ventricular "irritability" initially post placement of the non-bsc des that resolved. In (B)(6) 2009, the patient was hospitalized with angina. In (B)(6) 2011, the patient was seen in followup and reported chest pressure. Continued medical treatment was prescribed. In (B)(6) 2012, the patient was seen in followup and denied chest pressure. Continued medical treatment and routine followup appointments were prescribed.

Event description:
It was reported that post a drug eluting stenting treatment procedure where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing records was not possible because the batch number is unknown. The most probable root cause is anticipated procedural complication.